Manufacturer narrative:
The evoke closed loop stimulator (cls) and evoke 12c percutaneous lead kit - 60cm were returned for analysis. Functional testing was not performed on the cls as there was no allegation of deficiency relating to the function of this device. Per the reported event, the patient requested explant due to need for magnetic resonance imaging (MRI) for lesion/mass on their spine. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
On (B)(6) 2023, the patient requested to have the previously implanted saluda medical evoke spinal cord stimulation (scs) system explanted due to needing a magnetic resonance imaging (MRI) on the spine for a lesion/mass. On (B)(6), 2023, the system was explanted. The patient was receiving adequate therapy prior to the time of the explant.